Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported the implant was depleting faster than before and required more frequent charging. Caller stated the issue had been ongoing for months, whereas charging had previously only been needed every 2 days. Caller stated the implant had just finished charging, but within a few minutes the charge dropped from 100% to 90%. Agent reviewed battery depletion. Agent redirected caller to their doctor (hcp) for further assistance.